Event description:
Pt's wife called nurses station stating pt has extreme headache -10/10- and bed is wet. Nurse found pt to have slight slurred speech, discovered small tear in drain tubing system, immediately distal to t-port. Neuro exam performed, no other deficits noted. Drain system was leaking csf fluid into the bed could have resulted in brain herniation. Dates of use: 2009. Diagnosis: pseudomeningocele. Event abated after use stopped: yes.

Event description:
It was reported that the device was explanted after a implant duration of zero days, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.